Manufacturer narrative:
H10 device was evaluated by customer and confirmed that power management, printed circuit board assembly (pm, pcba) is faulty. Customer verified that a different pm pcba that he had in inventory resolved the issue and would like the pm pcba that was in the unit replaced. The pm pcba was replaced. The device was corrected and returned to service without any restrictions to usage. H11. G1: contact office information updated.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a shutdown while in use. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.